Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer had not removed the air from the cartridge prior to filling the cartridge with insulin. Tandem technical support educated the customer on proper fill procedures. Customer loaded a new cartridge to resolve the issue and resume insulin therapy on the pump. Customer¿s blood glucose level was 96 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem pump user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." Device not returned.